Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after a battery replacement. The customer stated that the buttons started malfunctioning, so she disconnected from the insulin pump. She stated that she tried to bolus and then the buttons began running up on her. The customer did not know the blood glucose reading at the time of the issue, and her most recent blood glucose was 91 mg/dl. She stated that the numbers scrolled up and would not stop. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump.